Manufacturer narrative:
The na and cl electrode lot numbers with expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of discrepant high results for 2 patient samples tested for sodium (na) and chloride (cl) on a cobas c 303 analytical unit. Patient 1: initial na result was 153.2 mmol/l. The repeat result from a different c303 analyzer was 137 mmol/l. After calibration and qc, the sample was repeated on the instrument in question with a na result of 145.9 mmol/l. The repeat from the other c303 analyzer was 137 mmol/l. The initial cl result was 116.3 mmol/l. The repeat result from a different analyzer was 104.6 mmol/l. The doctor questioned the high results, prompting repeat testing for patient 1. The repeat 137 mmol/l result was deemed correct. Due to the results for patient 1, the customer checked other patient samples. Patient 2: initial na result was 150.8 mmol/l. After calibration and qc, the sample was repeated on the instrument in question, and the result was 138.9 mmol/l. The sample was repeated on the other c303 analyzer, and the result was 140.1 mmol/l.

Manufacturer narrative:
Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found contamination in the reagent flow path. The fse decontaminated the reagent and sipper flow path. Instrument checks, calibration, and precision were successful. The investigation determined the event was due to a maintenance issue.